Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 200 mg/dl. The troubleshooting was performed for prime rewind. The customer stated that the drive support cap was sticking out. The customer was advised to discontinue use of the pump and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm the compromised force sensor system alarm due to motor error alarm. Pump received with corroded battery tube noted.